Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, during pulmonary vein isolation with a pfa farawave 31 mm catheter, the physician completed ablation on all four veins but was unable to fully undeploy the catheter to retract it into the sheath. Despite using the handle slider, the catheter remained in the basket position. The physician had to force the catheter into the sheath to remove it from the left atrium. The procedure was completed successfully with no impact on patient, no patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, during pulmonary vein isolation with a pfa farawave 31 mm catheter, the physician completed ablation on all four veins but was unable to fully undeploy the catheter to retract it into the sheath. Despite using the handle slider, the catheter remained in the basket position. The physician had to force the catheter into the sheath to remove it from the left atrium. The procedure was completed successfully with no impact on patient, no patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the catheter was not deployed without a guidewire inserted, the guidewire was always ahead of the catheter upon deployment. There was not any apparent damage to the catheter or sheath that could have caused or contributed with the event. It was confirmed that the catheter was able to be pulled into the sheath, with force and difficulty.